Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. A philips field service engineer (fse) examined the system on-site checked the system and found that system was not turning on. Upon troubleshooting, fse found that the fan, power tray and dcps in m-cabinet was defective. To resolve the issue fse replaced the fan, power tray and dcps and return the part for further analysis and it found the failure reason was electrical overstress of compound. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system did not turn on. The system was not in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.